Event description:
Procedure type: lower anterior resection. According to the reporter: the handle kept snapping and the staples were unformed throughout both firings and across the lower transaction of the colon. The anvil was bowed and the staples were badly formed. Three 60mm loads were not able to cross the entire colon. Tissue kept milking out of the distal end of the staple load. The staple line was not completely formed and many of the staples had not hit the anvil and were not form into b shapes. The entire staple line was oversewn to close the staple line that was leaking after a leak test was performed. The case was delayed more than 30 minutes. No blood loss was reported.

Manufacturer narrative:
(B)(4).